Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 10-may-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine via an implantable pump for spinal pain indications for use. It was reported that it was reported that the catheter was removed. No further details were given. Additional information was provided from a healthcare via a company representative (rep) stated that the patient was going to have a pump replacement and the catheter is not working. The patient has a current concentration of morphine 5 mg/ ml. The facility only has 10mg/ ml available. The technical services (tss) reviewed options to dilute medication and dosing considerations.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) and it was undetermined exactly why the catheter was not working, but when aspirating from the catheter access port there was no flow from the catheter. The physician thought it be best to replace the entire catheter. The physician thought it be best to change the patient¿s pump given the patient's age to avoid having to do another surgery for the patient's pump replacement in the future. It was unknown when the catheter stopped working. No product needed to be returned. As it shows in registration the patient was implanted with 8667-20 and a new catheter.